Event description:
It was reported that the patient is scheduled for a full replacement surgery due to high lead impedance. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent a full replacement. The explants were discarded.

Event description:
A review of programming data showed that the patient's impedance was fluctuation between high impedance and normal values over the last several months. No known surgical intervention has occurred to date.